Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "on the date above, during final impaction of the securfit plus stem, the knob on the insertion handle sheared off of the screw mechanism. Dr. (B)(6) used pliers around the inserter to disassociate the handle from the stem. Final impaction was then completed with the (B)(4) successfully."